Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited back-up vvi mode due to an magnetic resonance imaging scan. Back-up defibrillation was not available during the back-up mode. Corrective programming changes were made to restore the device. The patient was stable throughout.